Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. The customer was identified as having conditions that may impact the performance of the assay and was using improper techniques. Patient sample interferences could not be ruled out as a cause for the unexpected result. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller reported unexpected high inratio results on (B)(6) 2016. The results were as follows: (B)(6) inratio inr=4.7, 5.5 (minutes apart). It was reported that the same finger was used and multiple drops of blood for the first test and only one large drop for the second test. The reported therapeutic range: 2-3. No alternate test method was performed. Historical results were provided and were not being questioned. The caller reported results were in 'the 2s' for the 4-5 weeks prior to (B)(6) 2016 - exact dates and values were not provided. On (B)(6) 2016; inratio inr=3.5.